Manufacturer narrative:
Internal file number - (B)(4). Correction - lot#. Evaluation summary: visual and functional inspections were performed on the returned device. The leak was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery with moderate calcification and moderate tortuosity. A 4.0 x 40 mm armada balloon catheter was advanced to the target lesion. However, when negative pressure was applied, a leak on the shaft was observed. It was noted air was coming out along the shaft, outside the patient. The balloon catheter was removed, and the procedure was successfully completed with an unspecified balloon catheter. After the procedure, the physician attempted to inflate the balloon with saline; bubbles were observed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.